Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device with delivery system (wds) was used. When baseline measurements were taken a pericardial effusion less than 1cm in size was noted. During the procedure the laa anatomy was found to be complex and multiple closure devices were attempted. After the third device was deployed it was observed that the pericardial effusion had grown over 1cm. A pericardial tap was administered and the decision was made not to proceed with the closure procedure. No further information on the status of the patient is currently available.